Event description:
This male pt had the following medical history: diabetes, heart disease, hypertension, cad, prior CABG of posterior descending (pda), circumflex (cx) and right coronary artery (rca) in 1981, prior pci and stent in the cx/diagonal in 1997, and progressive angina. Lesion 1-1 was in the rca. The vessel was a previously treated venous graft. Total occlusion was noted. A cypher stent (3.0 x 8 mm) (lot r0702214) was successfully deployed with good angiographic results. Approximately 45 months after the index procedure, the pt was taken to the hosp. Due to the unstable angina. A coronary angiography revealed 90% stenosis in the left anteriror descending (lad), occlusion in the circumflex with no sign of restenosis, and in-stent restenosis in the rca. A revascularization was performed and a 3.0 x 32 mm taxus stent was implanted in the rca. Heparin and nitroglycerine were administered during the procedure. No residual stenosis was noted.